Event description:
It was reported that a cardiac perforation and pericardial effusion occurred. Two watchman access systems (was) and two 27mm watchman laa closure device & delivery systems (wds) were used during a left atrial appendage (laa) closure procedure. The first deployed closure device required a few partial recaptures and was eventually fully recaptured. A second closure device was deployed and implanted. At the end of the case, a small pericardial effusion and cardiac perforation was noted via transesophageal echocardiogram. No interventions were performed and the effusion resolved on its own. The patient is stable and has been discharged. It was suspected that the recaptures may have caused the perforation.